Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/11/2015.

Event description:
Procedure: ladg - lap assisted distal gastrectomy.according to the reporter: the white shaft part had been disengaged. The product would not be removed from the package as usual. Operating time not extended. New one was opened to complete the case with no problem.